Manufacturer narrative:
A ge service representative performed an onsite investigation. The ground screw connections at chip connections on the control panel processor were evaluated and reseated. Other pcb connections were also reseated during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was shutting down without command of the operator and self-rebooting. There is no report of a patient injury or death associated with this event.